Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No code available is used to capture surgery prolonged.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon believes that the stem fractured inter-op. The patient experienced pain from the beginning and it progressively got worse, up on review of the follow up x-rays the greater had fractured and propagated down the shaft. The stem had also subsided down. Surgeon did a reclaim but we had an issue with the 40 mm neck trial where the bolt that locks the version was stuck in the locked position. This prevented him form doing a final trial before he placed the real proximal body which was an 85 x 40. He decided to move forward with that size but when he relocated the hip it was too tight and long. We ended up removing the 85 body and switching it to a 75. The 85 body was wasted do to the failure of the trial neck. Doi: unknown, dor: (B)(6) 2020, affected site: unknown.